Event description:
A male patient with pre-procedure diagnosis of severe tortuosity of the iliac artery, underwent aaa repair in 2007. The procedure went as labeled and the final angiogram revealed no endoleak nor blood flow problem. Three days later, the patient, who was dehospitalized, visited the hospital complaining of numbness in his leg. Examinations revealed the occlusion of the ipsilateral iliac leg graft. Three weeks later, a femoral-femoral bypass surgery was conducted with a synthetic graft which improved the condition. The physician decided to conduct angiography at different angles during future procedures.

Manufacturer narrative:
Evaluation: cook's instructions for use indicates that the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review indicated that complete or partial graft occlusion occurred due to patient anatomy and kinking.